Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient developed a skin irritation under her breasts. The patient described the irritation was unbearable, red, and itchy. In addition, the patient reported that the irritation developed into a bleeding wound. The patient was advised by two dermatologists to apply gauze and a prescription lotion on the affected area. Follow-up indicated that the skin irritation was healing.